Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was unable to fully expand and canted. The physician performed a partial recapture but noted that it was difficult to perform. The closure device was ultimately fully recaptured and the wds was removed from the patient. A new wds was then used to complete the procedure with a closure device successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred.